Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. The root cause of the low flows was determined to be a cannula kink as it was seen on fluoroscopy. The root cause of the cannula kink was unable to be determined as no logs or product was returned for this investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, after starting the pump, the impella appeared to have a kink, and flows were less than optimal. When attempting to fix the left main the impella was not providing enough support due to poor flows. The impella was also not allowing the guide to get into position. The impella cp was removed and there was no harm to the patient.